Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. The manufacturing records were not requested since no lot number was provided. This report is for the unknown screw (7 unknown screws returned and of those 6 screws were intact). 9

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was treated for fractures of the proximal femur in (B)(6) 2013. The proximal femoral locking compression plate (lcp) 4.5/5.0 was implanted. After approximately 3 months the surgeon identified that the plate deformed. The surgeon advised the patient to not put too much load on the fracture and to use a support to walk. After approximately two months, the plate broke. The plate was substituted for another plate. Along with the return of the plate, seven unknown screws were received on (B)(6) 2013. This report is for the unknown screw. This is 1 of 2 reported devices for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Date of event should be - unknown.

Event description:
This is 2 of 2 reports for the same event, complaint # (B)(4).